Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet despite being connected to the dexcom app, and the user was guided to toggle between g6 and g7 settings and to replace the sensor. Symptoms included transient hyperglycemia with a peak blood glucose of 234 mg/dl and no associated clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no alerts for prolonged hyperglycemia, and no use of backup therapy. Investigation included product troubleshooting and user education regarding sensor pairing and configuration. Investigation of this case revealed a pairing failure isolated to the ilet connection workflow, consistent with a use-related or connectivity issue involving the cgm integration. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction related to cgm pairing and configuration.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.